Event description:
It was reported that during implant attempt the lead was positioned approximately 5 to 6 times with high and fluctuating impedance values. It was also reported that 4 different stylets were used due to bending. The lead was not used and a new lead was implanted successfully with no stylet issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.